Event description:
Investigation revealed no tears or punctures found on the keypad cover; however, the keypad was found to be thinning at the bottom of keypad and at each key. The up arrow and contrast keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under the up, down and contrast key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/20/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/20/2015 with the following findings: investigation revealed no tears or punctures found on the keypad cover; however, the keypad was found to be thinning at the bottom of keypad and at each key. The up arrow and contrast keypad buttons were found to be intermittently responsive. The remaining keypad buttons were found to be responsive to button presses. The keypad cover was removed and contamination was found under the up, down and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).